Event description:
It was reported to philips that the system displayed the message image storage space was low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned/non-emergency procedure that was to happen when the issue occurred was completed as planned after the user restarted the system. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed that the image storage space was faulty. Troubleshooting found a free disk space issue with the hard disk of the image processing pc (ippc). The fse recreated the image store and performed a database consistency test. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.